Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to unknown product performance anomaly. Additional information was requested from the field indicating the right ventricular (rv) lead exhibited loss of capture (loc). It is unknown if this pacemaker will be returned. No additional adverse patient effects were reported.